Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with pelvic floor prolapse and hindgut. The patient underwent a total pelvic mesh repair with morgan strut using a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
As reported on 01/26/2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient was diagnosed with pelvic floor prolapse and hindgut. The patient underwent a total pelvic mesh repair with morgan strut using a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. This is an addendum to the initial MDR to document additional information and medical records provided by the patients attorney. (B)(6) 2003: the patient was diagnosed with a pelvic floor prolapse and underwent a total pelvic repair with implant of a bard/davol flat mesh using a morgan strut technique. (B)(6) 2004: the patient was diagnosed with a retained suture and mesh in the rectovaginal wall and underwent a partial explant of the bard/davol flat mesh and removal of the non bard/davol "prolene" suture. Alleged outcomes attributed to device of pain, erosion, extrusion, urinary problems, bowel problems, organ perforation and dyspareunia.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information including medical records and general patient outcome allegations as provided by the patients attorney. Currently, it is unknown whether the bard/davol flat mesh device may have caused or contributed to the reported event. The additional medical records provided report that on (B)(6) 2004 the patient was diagnosed with a retained suture and mesh in the rectovaginal wall and underwent a partial explant of the bard/davol flat mesh and a non bard/davol "prolene" suture. There are no medical records provided beyond this time; therefore, the patient's clinical course is unclear. The partially explanted mesh was not returned to the manufacturer for evaluation. There is no pathology or diagnostic information provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.